Event description:
It was reported that the patient was charging more than expected. On (B)(6) 2014, while traveling, the patient entered a security system at the airport, a milliwave security system, and ever since then she had been charging more frequently. The night before she went to the airport, she had charged her device to 100% full and the next day after entering the airport security, her implantable neurostimulator (ins) was depleted. It was noted that she turned her stimulation off prior to going into the airport security. Also, ever since the airport security, her stimulation had been turning itself off. It would happen in certain positions, but the manufacturing representative did not remember which positions. Impedances were checked, ranging from 1077-10546 ohms. The patient was programmed: a1. 5v/ 450pw/ 60hz/ 1 anode/ 1 cathode/ 1828 ohms; a2. 4.1v/ 450pw/ 60hz /1 anode/ 1 cathode/ 1256 ohms. Recharging calculation: 12.79 days. Recharging statistics were reviewed: (B)(6) 2014, beginning ins voltage: 3.665v and charged up to 4.010v. The patient did not charge until 15 days later (B)(6) 2014, beginning ins voltage 3.585v and charged up to 3.790v. During therapy impedance tes ting, the patient felt stimulation at the ins pocket, which she had not felt before. She also felt stimulation down her legs, which was her coverage location. It was noted that early september, the patient tore her rotator cuff by moving a tv and she was wearing a sling on the same side as her implant. 4 days later her stimulation was helping. Stimulation was still going off and the patient programmer (pp) showed the lightning bolt was gone, but it was possible that she was accidentally hitting the off switch while turning on the screen. The patient thought that something had changed but it didn¿t match up with the information that was given regarding the charging statistics. The patient was recommended to keep a diary of when these instances occur so that more troubleshooting could be performed. She declined to have her ins reprogrammed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013-, product type: lead. (B)(4).